Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a shorted lead indicator. The device successfully delivered shock therapy for the patient's ventricular fibrillation (vf). The patient was later evaluated in the clinic and upon interrogation several error codes were noted; battery capacity depleted and charge time exceeded. Boston scientific technical services (ts) recommended explant and replacement of system. Subsequently, this patient underwent a revision procedure and both the ICD and rv lead were removed from service. It was noted that the rv lead was sheared. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory confirmed a shorted lead code was recorded on july 8, 2018. An x-ray of the device revealed that the internal high voltage fuse was damaged. This damage is consistent with energy shorting from a compromised defibrillation lead during shock delivery. Devices are not expected to perform to specification post-shorted lead events and further testing could result in additional damage to the device. Therefore, no additional testing was completed.